Manufacturer narrative:
(B)(6). This report is made based on the results of investigation completed on (B)(6) 2011. Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration and contamination was found on the force sensor. During testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Unrelated to the complaint, the display screen was found to be dim with a red tint.

Event description:
Pump is returned to animas. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.